Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported their front teeth chipped and they are experiencing pain. Requested additional information from the patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.